Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that issue with drawer 5 not registering as closed was attributed to a missing magnet. A field service engineer replaced the inspection component to rectify the problem. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station had failed drawer. A customer indicated that there was a delay in administering medication to the patient because of a reported malfunction. There were no adverse events or injuries reported based on this event.